Manufacturer narrative:
Follow up on the details of the incident indicates device was I use for 44 days and incident occurred during the scheduled removal procedure. According to the hcp the cause of the incident was that the patient suddenly moved their head leading to the tm penetration. The patient was sent to visit ent. The patient is now on ear rest. Tm perforation are normally self healing injuries. No further complications were reported. There is no evidence of device malfunction or user error. The root cause of the mild injury is related to the removal procedure.

Event description:
Sonova ag is informed by the health care professional that the listed device has been involved in an incident leading to tm perforation.

Event description:
Sonova ag is informed by the health care professional that the listed device has been involved in an incident leading to tm perforation. Follow up on the details of the incident indicates device was I use for 44 days and incident occurred during the scheduled removal procedure. According to the hcp the cause of the incident was that the patient suddenly moved their head leading to the tm penetration. The patient was sent to visit ent. The patient is now on ear rest. Tm perforation are normally self healing injuries. No further complications were reported. There is no evidence of device malfunction or user error. The root cause of the mild injury is related to the removal procedure.